Event description:
The customer reported to philips healthcare that there is no display. It does not stay on during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.